Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: broken cable coating. The subject device was investigated, and allegation was confirmed. Additional failure events were identified: cracked connector and defective image pixel. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the cause of the broken cable coating could not be identified. The cause cannot be established for the new additional findings: cracked connector and defective image pixel. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the malfunction occurred during reprocessing after procedure.

Event description:
The customer reported the high-definition autoclavable camera head cable coating is broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.